Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow up , failure to capture was reported regarding the left ventricular ( lv) lead and was suspected to be dislodged. The device was programmed in order to resolve the issue and the patient was stable.